Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a burn-like irritation under the lifevest the irritation was described as being "red round circles". The patient's physician recommended that the patient use hydrocortisone cream. Follow-up indicated that the rash was improving.